Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 89 mg/dl at time of call. The customer stated that the device alarmed excessive no delivery. Troubleshooting was performed and no delivery alarm occurred. However, the device passed the displacement test. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.